Event description:
It wsa reported that a patient presented with post-sensed t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.